Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose levels between 250-300 mg/dl and only additional bolus delivery have been able to reduce the levels. Caller stated patient switched to backup pump and now blood glucose levels are in normal range. Caller alleges pump is the problem. No adverse event reported. Requested return of the alleged device for evaluation.